Event description:
Follow up information identified the device was operable on (B)(6) 2018. The patient found the charging system and the charging system is functional. The patient is receiving effective stimulation. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to recharge the ipg for the past few months and stimulation has been off. No troubleshooting was performed as the patient will undergo a drg trial in the future.